Event description:
It was reported that insulin did not exit from tubing and the customer mentioned being dissatisfied with the infusion sets. The caller stated that the infusion sets were changed four times. The customer reported air bubbles in the tubing. The infusion set was disconnected and performed a manual prime; the insulin did exit. Then the infusion set was reconnected to perform a fixed prime test, but the insulin did not exit from the tubing. It was stated that the customer's blood glucose increased to 280mg/dl during call rapidly. Called back to troubleshoot, but the caller declined and the call ended. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.